Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 23 mg/dl and other t blood glucose level was 293 mg/dl and 167 mg/dl. The insulin pump received multiple pump error alarm. Customer able to successfully clear the alarm and able to complete rewind. The customer was offered to troubleshooting for high blood glucose. The self-test was passed. Customer stated that the insulin pump was working as designed but due to the serial number was not on the back of the insulin pump, an changing out the pump. The customer gave himself insulin through the pump to treat for the high blood glucose with 3.4 u. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.

Event description:
It was stated that the customer did not experience low blood glucose of 23 mg/dl, they experienced blood glucose of 293 mg/dl.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information about blood glucose level has been received which was wrongly included with the initial report. The information has been provided in section b5 with this report.